Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: poor color and defective on camera cable. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited poor color and defective on camera cable. There was no patient involvement.